Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 230 mg/dl while using the ilet, with no leak observed at the infusion site, no wet or cold site, and no insulin delivery alerts; the user confirmed line patency and was able to resume insulin after agent guidance. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery with resumption after troubleshooting and planned site change. Investigation included customer interview and real-time troubleshooting to verify delivery pathway and counsel on site change. Investigation of this case revealed no device alarms or evidence of leakage, and insulin delivery was re-established through user intervention, leaving the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.